Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during pumping. Additionally, the cartridge was leaking. Reportedly, a new cartridge was loaded to address the event. Subsequently, the pump led the customer to change the cartridge and perform the fill tubing process multiple times. Reportedly, the cartridge was reloaded to address the issue. Tandem technical support could not find any alerts or alarms in the pump logs. Blood glucose was 250 mg/dl.